Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12feb2020.

Event description:
It was reported that the ventilator had a low suction pressure alarm. There was no patient involvement. The customer was provided a quote for service. The customer declined further repair or service of the device. Although requested, no additional information was provided.